Event description:
It was reported that the patient received inappropriate shocks due to noise and possible fracture of the right ventricular (rv) lead. The lead was oversensing and triggered a patient alert. Detections were turned off. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed oversensing occurred; 22 ventricular nonsustained tachycardia episodes of less than or equal to 210 ms occurred on (B)(6) 2012 in the timeframe between 12:19:51 and 20:44:08; 4 ventricular fibrillation (vf) episodes of less than or equal to 210 ms average v-cycle occurred on (B)(6) 2012 in the timeframe between 19:50:49 and 20:05:35. There was also interference/noise. Ventricular short interval count v-sic=275 counts, in 0.67 day, occurred between (B)(6) 2012 14:05:36.